Manufacturer narrative:
Correction: h6 (results and conclusion) codes. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Although the blueprint planning documentation was provided, it does not allow for identifying any potential root cause or confirming findings based on the images alone. Appropriate medical imaging, such as x-rays, would have been necessary. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, it was determined that the root cause is related to patient-specific factors. The reported event indicates that the stem loosening resulted from a bone fracture sustained during the patient's fall. However, it should be noted that further evidence (such as medical imaging) is necessary to confirm the event and clarify the exact root cause. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
A revision surgery was performed due to bone fracture with pain following a fall which caused loosening of the humeral stem.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
A revision surgery was performed due to bone fracture with pain following a fall which caused loosening of the humeral stem.